Event description:
It was reported that the user lost connection to a dexcom g7 continuous glucose monitor (cgm) sensor and received a pairing failed alert after showering, consistent with an intermittent communication failure associated with the sensor¿s antenna/electrical communication. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of the information provided. Investigation of this case revealed an interoperability problem between the sensor and receiving device, characterized by intermittent communication failure and involving the antenna component within the electrical and magnetic subsystem. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.